Event description:
An error message issue was reported with the abbott diabetes care (adc) device. The customer unspecified error message by adc device sensor scan, which resulted in the customer not being was unable to obtain glucose readings. As a result, the customer experienced loss of senses and loss of consciousness, however, was able to self-treat. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device; however, at this time product has not yet been received. An investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigation's are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is properly seated and no physical damage was observed on the sensor patch. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination).sensor state 5 with event logs 3 and 4 are an indication of normal termination of the sensor without any error. Cosmetic flaw damage was observed on one of the side snaps. Sim vivo testing (simulation of the electrical signal produced by the sensor tail) and poise voltage testing were performed and all results were within specification .the passing of functionality testing is an indication that there were no issues with sensor functionality and electronics. The passing of functionality testing also indicates that the observed cosmetic flow damage did not impact sensor functionality and electronics. Therefore, issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message issue was reported with the abbott diabetes care (adc) device. The customer unspecified error message by adc device sensor scan, which resulted in the customer not being was unable to obtain glucose readings. As a result, the customer experienced loss of senses and loss of consciousness, however, was able to self-treat. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is properly seated and no physical damage was observed on the sensor patch. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Sensor state 5 with event logs 3 and 4 are an indication of normal termination of the sensor without any error. It was observed that cosmetic flaw damage on one of the side snaps. A further extended investigation was conducted. Visual inspection was performed on the returned sensor and cosmetic flaw was observed on one of the snaps. It was also observed that the sensor plug was properly seated, hence the cosmetic flaw was not impacting the sensor functionality. The sensor data in the initial scan was reviewed and it was observed to be in state 5 (indicating normal termination). Sensor state 5 with event logs 3 and 4 are an indication of normal termination of the sensor without any error. Functionality testing was attempted. The sensor was reprogrammed and it was failed to activate successfully. The sensor was de cased again and the battery voltage was measured, however results were not within specification range. The battery was replaced with a known good battery and the sensor. It was then reprogrammed and activated successfully. Sim vivo testing (simulation of the electrical signal produced by the sensor tail) and poise voltage testing were performed and all results were within specification. The passing of functionality testing is an indication that there were no issues with sensor functionality and electronics. Additionally, the cosmetic flaw observed was not impacting sensor functionality. Therefore this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message issue was reported with the abbott diabetes care (adc) device. The customer unspecified error message by adc device sensor scan, which resulted in the customer not being was unable to obtain glucose readings. As a result, the customer experienced loss of senses and loss of consciousness, however, was able to self-treat. There was no report of death or permanent impairment associated with this event.